Manufacturer narrative:
The device mentioned in the report was implanted before mipro us took over the previous manufacturer ((B)(4)) of the m-cor implant. As part of our responsibility to report the incidents we are gathering any outstanding information related to this adverse event and reporting it to the FDA.

Event description:
Patient had bi-lateral hip disease, patient fell in (B)(6) 2008 on ice and fractured the stem on the opposing side, this event occurred on (B)(6) 2009 when the patient was running up a flight of stairs and missed a step, came down hard on the operated hip causing full weight load and creating forces over and above the control of the implant - neck fractured. (B)(6). This is contraindicated. (B)(6).